Manufacturer narrative:
D3 - mfg establishment name: corrected. One device was returned for analysis. Visual inspection found a dented air detector. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a damaged battery compartment. The battery compartment, air detector, downstream occlusion seal were replaced. The software was updated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the battery fallout alarm failed. The event occurred during testing.